Event description:
The manufacturer received information alleging a ventilator alarmed for high internal oxygen. The device was not in patient use. During the evaluation of the device at a third party service center, the oxygen blending module housing was found to be physically damaged. The oxygen blending module housing was replaced to address the issue. The device had damage consistent with being dropped.